Manufacturer narrative:
Investigation summary: upon visual inspection, the usb port was damaged and was due to misuse by the customer. The alleged malfunction has been confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were unable to upload the study from the recorder. Customer stated they attempted upload on 2 different pc's with two different cables. The drivers do not show that there is an issue. The recorder screen states study data is available for upload. Device would be returned for evaluation, data extraction and replacement. The procedure will have to be repeated if the data cannot be extracted. There was no patient or user harm due to the alleged device malfunction.